Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the reported annular rupture (article patient) cannot be confirmed; however, it is likely to be related to the mechanism described above. Other potential contributing procedural factors (not noted in the article) may have contributed to the event. In addition, the placement of the second valve may have been performed to prevent permanent impairment due to the annular rupture. Additional details concerning placement of a second valve are unavailable (article patient). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: thomas thimon, m., javier molina-martin de nicolas, m., mathieu lapeyre, m., & didier tchetche, m. (2017). Annulus rupture post transcather aortic valve implantation complicated by a giant pseudoaneurysm. Eurointervention, 1857.

Event description:
As reported in an article published by eurointervention, post implant of a 29mm sapien 3 valve by transfemoral approach in a bicuspid aortic valve, an annular rupture was identified by angiography. A pericardial drainage was performed, quickly combined with the implantation of a second 29mm sapien 3 valve. Hemodynamic recovery was thus obtained, without any residual leak. Ten days post procedure, a multi-slice computed tomography (msct) was performed and identified a large pseudoaneurysm of the aortic root located on the right side of the aorta. Due to frailty and surgical risk, a conservative approach was adopted with follow up by msct. At one-month follow up, the patient was in nyha I and msct confirmed the stability of the pseudoaneurysm.